Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable and service code 204) has confirmed that there was an open red wire in the canh trunk cable. The root cause for open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204 and was damaged.